Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after this cardiac resynchronization therapy defibrillator (crt-d) was implanted the patient received a shock. Review of the episode found numerous ventricular fibrillation (vf) detections that only appeared on the rate/sense channel. The patient received anti-tachycardia pacing (atp) due to oversensing. The atp then induced the vf which was successfully converted with a shock. Boston scientific technical services (ts) discussed possible air bubbles in the device header. The right ventricular (rv) sensing was reprogrammed and no further vf detections were observed. No adverse patient effects were reported.